Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. If more information becomes available manufacturer will file a follow-up report. Disposed of by hospital.

Event description:
It was reported to k2m, inc. On 05/26/2016 that a post-op set screw back out occurred at the distal end of the construct. The patient was revised on (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the implants were disposed of at the hospital no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The screw density was below one screw per level, which may have placed more stress on the set screw and contributed to it backing out. However, no root cause(s) could be determined. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. Disposed of by hospital.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a post-op set screw back out occurred at the distal end of the construct. The patient was revised on (B)(6) 2015.